Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during implantation of the first lens, it was caught by the injector and "shredded." The doctor removed the lens and implanted the second lens. However, the second lens also had to be removed due to capsule damage. A 3-piece lens was then implanted. The patient is recovering. Additional information has been requested, but has not been received. This report is for the first lens that was used.